Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had an etco2 test failure. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.